Manufacturer narrative:
The device was returned to nihon (B)(4), evaluated, and the reported issue was confirmed. It was noted when the device was received the battery that arrived with the bsm (bedside monitor) is not a nihon (B)(4) battery. During the evaluation it was determined that the main board will need to be replaced to resolve the problem with the unit restarting constantly. The battery will also be replaced. Nihon (B)(4) is currently waiting for a purchase order from the customer. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) has a power supply issue as the device turns off and on.

Manufacturer narrative:
The device related to this complaint was returned and evaluated. The customer complaint was confirmed and the cause of the malfunction was identified. The analog board was replaced to fix the reported problem. The nibp board, touch screen, and battery were also replaced. The repaired device was returned to the customer.